Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed. This was the fifth complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) showed the product was released per specifications. The used probe was visually inspected. The tip of the probe was bent. The cutter on the tip of the probe was returned in the shut position and no occlusion was observed in the aspiration tubing or pneumatic drivelines. While checking for occlusion a pneumatic driveline was inadvertently disconnected and functional testing was unable to be completed. Microscopic examination revealed surgical residue on the cutter tip and there was also evidence of surgical residue on the inner walls of the aspiration tubing. While the customer reported the probe was unable to aspirate, microscopic examination of the cutter and probe aspiration tubing exhibited evidence the probe was used to aspirate at one point. As functional testing was unable to be completed, with the information available, the exact root cause of the customer's complaint was not known. (B)(4).

Event description:
A surgeon reported that during a procedure, the aspiration did not work. The product was replaced with another one and the procedure was completed with no harm to the patient. The product sample is expected to be returned for evaluation. Additional information was requested; however, no additional information is expected.